Event description:
It was reported that the day after ICD upgrade the atrial lead impedance and thresholds were high. Farfield oversensing was also noted. Upon opening the pocket and testing the lead through the pacing system analyzer (psa) the impedance and thresholds tested normal. Impedance and thresholds remained normal upon reconnecting to the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.